Manufacturer narrative:
The serial number of the e 601 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys hbsag ii on a cobas 6000 e601 module. No questionable results were reported outside of the laboratory. The customer is automatically repeating all samples that have initial reactive or borderline results. The first sample initially resulted in an hbsag value of 0.975 coi (borderline) and it repeated as 0.364 coi (non-reactive). The second sample initially resulted in an hbsag value of 1.16 coi (reactive) with a data flag. The sample repeated as 0.340 coi (non-reactive). The repeat results were deemed to be correct.